Manufacturer narrative:
Results - one customer sample was received and evaluated. Extensive rust was seen through the device. Device history records were reviewed, no records were observed would confirm the defect under complaint. There has never been a complaint of this character before. We have never observed such cases during in-process tests, final qc acceptance tests, biocompatibility or aging tests. Throughout the production process at bd there are no areas where lancets could get wet. There is no aggressive environments that could cause corrosion. A review of the device history record revealed no irregularities during the manufacture of the reported lot # v3s32c1. Conclusion: bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that traces of rust could be seen internally on the bd microtainer® contact-activated lancet 1.5 mm blade. No injury or medical intervention reported.